Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged blood glucose measured 591 mg/dl at 8:20 pm back to back with a result of 117 mg/dl performed at 8:23 pm on the compact plus system. As a result of the comparison, customer stated taking normal medications and food; however, no other actions were taken or treatment was received reportedly as a result. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: compact test strip drum lot number 20647442 with an expiration date of 03/31/07.